Manufacturer narrative:
One unit was returned for investigation. Visual inspection showed device was in poor condition. Device was filled with water reservoir where it was confirmed that there was a leak in the return tube which damaged multiple internal components. This led to the device overheating. The root cause was traced to the design and the appropriate quality personnel have been notified. DHR review was not done due to root cause not being traced to manufacturing.

Event description:
It was reported that there was an internal leak inside the device behind the panel causing an overheating alarm.